Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open skin closure procedure. The thread of the suture broke. In order to resolve the issue and complete the case, an additional new suture was used without issue. There was no patient harm.